Event description:
The event occurred on an unspecified date between (B)(6) 2023 to (B)(6) 2023 involving an unspecified clave extension set where the customer stated that the clave came away during the infusion of parenteral nutrition (pn) resulting in an exposed extension set putting the patient at risk of infection and bleeding out from the unclamped line. The remedial action taken was that one batch number was removed from ward areas within the trust but not 100% certain this is the correct batch number. There was patient involvement and unknown patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The complaint of disconnection / loose connection on clave cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history report (DHR) couldn't be performed due to lot number for this complaint was unknown.